Event description:
It was reported that during the implant attempt, the helix would not extend on the right ventricular lead after repositioning. When the lead was removed from the patient, the helix would still not extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and visual analysis revealed the lead was damaged at implant.